Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image signal was not output from y/c out terminal. The sdi out terminal worked properly. The device was used in combination with the report creation system, endo smart. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to any of olympus locations. The olympus field service engineer (fse) visited the user facility for inspection. Fse checked the device and duplicated the reported phenomenon. Previously, at the user facility, the endoscopic image signal was not output from composite out terminal, so the device was returned to olympus (B)(4) for a repair quote. However, the user continued to use the device without any repair using y/c out terminal instead of composite out terminal. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.